Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of elevated atrial pacing threshold. During a device replacement due to normal elective replacement indicator (eri), the physician elected to cap and replace the ra lead on (B)(6) 2019. The patient was stable.